Event description:
During an atrial fibrillation procedure, a steam pop occurred followed by a pericardial tamponade which required a pericardiocentesis to stabilize the patient. While ablating, the physician noted a steam pop. After ablation, a decrease in the patient's blood pressure was observed and an echocardiogram was done to diagnose a pericardial tamponade. A pericardiocentesis was performed to stabilize the patient. The procedure was completed and the blood pressure had returned to normal by the time the patient was transferred from the procedure room. There were no alleged performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event and the cause remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.